Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the patient is experiencing gradual loss of stimulation. There are no reports of falls or other traumatic events. When the patient attempts to increase the amplitude, stimulation turned off. Additional attempts made to reprogram the patient's device were unsuccessful. The patient will contact his physician for the next course of action. No further information is available at this time.